Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-03848 for a description of the second device. It was reported to boston scientific corp that the pt experienced post-operative retention for two days immediately following an anterior pelvic floor repair procedure using an uphold vaginal support system and advantage fit sling. A foley catheter was implanted for this period of retention. The physician had given the pt a prescription for loratab pain medication in case she experienced post-operative pain. The pt mistakenly thought that she was obliged to take the medication, so she did right away. The physician opined that her retention had more to do with the loratab than with the procedure itself. There were no further complications to the pt, who is reportedly "fine" following the removal of the catheter.

Manufacturer narrative:
The lot # is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for eval as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.